Event description:
It was reported that the customer received a button error alarm on the insulin pump and the buttons were getting stuck. The customer did not recall any significant events leading up to the alarm. Her blood glucose level was 270 mg/dl and she was treated with manual injection. The customer was advised to revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had no button response, due to button keypad connector being unlocked. No button error alarm. Insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads and cracked reservoir tube lip. Unable to perform the displacement test, due to keypad anomaly.